Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
Investigation indicated the patient was too large for the bed. The patient was moved to an appropriate bed to resolve the issue.